Manufacturer narrative:
Age, weight: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. Initial reporter phone number: (B)(6). The device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted in the operative eye of a patient, the periphery of the iol had a white discoloration around the optical area. There is no problem in the central part of the optical part. The overall impression was that the transparency was low. It was indicated that a very small thorn-like protrusion was also confirmed on the edge of the lens which were not reflections of light. It was noted that the lens was not checked before it was implanted in the patient¿s eye. The iol remains implanted in the eye and is being monitored. The situation in the operating room was as usual, the surgery was performed as usual, and the iol was stored as usual. Additionally reported that, in addition to the white discoloration around the lenses, the doctor also complained about what appeared to be tiny burrs on the edges of the lenses. There was no patient injury reported. No further information was provided. This report pertains to the second incident. A separate report is being submitted for the first reported event.